Event description:
The surgeon gave the broken implant to the sales rep for technical analysis, not as a complaint but only for information on the mechanical nature of the breakage. No more details to be provided, the case was presented at the 2008 stryker trauma congress of barcelona.

Manufacturer narrative:
Additional information has been requested, and if received will be provided on a supplemental report.